Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by abdominal pain, cloudy effluent, and a fever. The patient was hospitalized for the reported event and later released. The patient was treated with amikacin and vancomycin (dose, frequency and route not reported). The pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. The patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.